Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), thin leaflets and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, mitraclip was implanted. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Additional mitraclip was implanted to stabilize the slda. Imaging was difficult. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.